Event description:
The pt reported ever since she was in a car accident on (B)(6) 2012, her system has not been functional. She is unable to establish communication between her ipg and external devices. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.